Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient that there was blockage located in the tubing. The patient changed supplies as necessary and did not resume insulin. No further information available.